Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Device investigation narrative - two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed the needles are bent. No ts or suture remain on the insertion needles or were returned for examination. The devices were functionally tested for proper actuator advancement and cycling and were found not to function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
These devices are not distributed in the united states but the family of devices to which they belong are distributed in the united states. (B)(4).

Event description:
It was reported that the t-2 anchor failed to deploy. All anchors and suture were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.